Manufacturer narrative:
Correction: (brand name),evaluation summary: five devices were received for evaluation. Two had been used and three were still sealed in the sterile trays. This devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the hubs were broken on the used devices. Several pieces were broken off. The pieces were returned. The unused devices the hubs were intact and not broken. The first one occurred in the port. The second one occurred without a port when the surgery was almost over. The reported condition was confirmed. The investigation found the hubs were broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instruction for use states, do not bend the instrument shaft. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the connection between the shaft and the handle broke. The first one occurred in the port. The second one occurred without a port when the surgery was almost over. There was no injury to the patient.